Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown dose and concentration via an implantable infusion pump. It was reported the patient ended up in the ICU (intensive care unit) with symptoms that seemed to indicate withdrawal. The hcp noted he had the patient recently with a compounded formulation in the pump from a reliable pharmacy. The branded drug was then used to fill the pump, after the original pump medication was removed from the pump. The analysis of the removed drug showed that the compounding pharmacy had made an error, as testing showed 1/10 of the baclofen concentration that was supposed to be in the pump and that was what caused the problem. The hcp noted that one couldn¿t assume that the compounding drug formulations were accurate, that it was important to conduct an analysis of the medication.